Event description:
It was reported that during the low anterior resection procedure, he was completing the end-to-end anastomosis and the stapler would not fire. The tissue range screen was lit up. He verified that when he attached the anvil it clicked in place and there was no orange showing. When he fired, he clicked and closed until it was in the green firing range and stated that it was in the middle of the firing range. He then removed the safety and pulled the trigger, and the instrument did not fire. He opened that stapler and verified the anvil was attached so he removed that stapler and opened another device. He redid the distal stump then attached the stapler to the same anvil to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: 328a44. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with anvil missing. The breakaway washer was not present, the device was fully loaded with staples. No battery was received. When the test battery was installed, the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was manually assisted in order to perform the functional test with a test anvil/washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. In addition, a tyvek was received along with the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.